Event description:
The surgeon used the smith and nephew shaver blade 3.5, when the shaver started to leave metal fragments in the pt's shoulder. Copious irrigation was used to wash out all fragments to prevent any permanent damage. Dates of use: 2009. Diagnosis or reason for use: shoulder surgery. Event abated after use stopped or dose reduced? Yes.